Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a hepatectomy procedure. Reportedly, the staples did not form properly and the nurse cut her finger on the knife. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.